Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) leading to a revision and replacement surgery in which the existing device was removed and a new aus was implanted. During the procedure fluid loss was noted on the device. No information was provided about the patient's outcome. It was further reported that the fluid loss was noted due to the balloon being empty. No more information available at the moment. Should additional information become available, it will be provided.